Event description:
Premature newborn born with ruptured omphalocele. Large defect remained to the liver. Pt with oliguria necessitating foley catheter placement. Bard pediatric indwelling urine catheter placed by nursing staff with no complications. Foley intact and draining properly. During nursing assessment, the foley was found to be disconnected where the port meets the rod connection on the catheter. Foley was removed due to break in system that could compromise sterility and increase risk of infection. Per doctor orders, no new foley was placed. No harm or injury occurred.